Event description:
It was reported that the patient presented to the clinic on (B)(6) 2014 for a scheduled pump refill appointment. The patient reported sedation, and a programming error from the last refill was discovered. The pump was refilled with an increased concentration of baclofen (800mcg/ml from 400 mcg/ml), but the baclofen concentration was not updated in the programmer and remained 400mcg/ml. The dose was also increased at that visit. The severity was reportedly moderate, and the patient did not have any other symptoms. The event was related to the intrathecal medication and the programming. The pump was reprogrammed on (B)(6) 2014, and the patient¿s symptoms did persist following reprogramming, but the patient's neurologist reported that might be related to multiple sclerosis progression. The event outcome was unresolved with no further actions planned. The pump system was being used to infuse compounded baclofen. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, lot# unknown, product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).